Event description:
As reported by the user facility: reports incident occurred (B)(6) 2014. Reports over infusion programmed for total 50 ml to infuse at 6.2 ml per hour infusion started 8:4 pm at 11:47 pm pump alarmed syringe near empty. Drug used unknown. No reported injury to patient.

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be provided when the investigation results become available. (B)(4).